Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation the battery charger/modem was intermittently charging a battery. The cause for the intermittent charges was battery board connector j2 intermittent contact. The root cause for the intermittent contact was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported it is unable to charge a battery.